Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myalgia ("muscle pain in the hands, arms, shoulder, neck and lower limbs"), ligament pain ("ligament pain in the hands, arms, shoulder, neck and lower limbs"), migraine ("migraines"), fatigue ("fatigue"), blood pressure decreased ("fall in blood pressure"), dizziness ("dizzy spells"), hyperhidrosis ("sweating"), urinary tract infection ("urinary tract infection"), rhinorrhoea ("nasal discharge"), pain in jaw ("jaw pain") and neuralgia ("dental neuralgia"). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, myalgia, ligament pain, migraine, fatigue, blood pressure decreased, dizziness, hyperhidrosis, urinary tract infection, rhinorrhoea, pain in jaw and neuralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, blood pressure decreased, dizziness, fatigue, genital haemorrhage, hyperhidrosis, ligament pain, migraine, myalgia, neuralgia, pain in jaw, rhinorrhoea and urinary tract infection with essure. The reporter commented: the first symptoms started about 6 months after the date of placement. Also hysterectomy and salpingectomy were scheduled for (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device evaluation received. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-apr-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity in 2003, rhinitis in 2002, asthma, dyspnea, digestion impaired, tobacco user, ear, nose and throat infection and pharyngitis. Previously administered products included for an unreported indication: copper iud for 5 years, flixonase (fluticasone propionate), xyzall (levocetirizine ) and qvar (beclometasone dipropionate ). Concurrent conditions included mite allergy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myalgia ("muscle pain in the hands, arms, shoulder, neck and lower limbs"), ligament pain ("ligament pain in the hands, arms, shoulder, neck and lower limbs"), migraine ("migraines"), fatigue ("fatigue"), dizziness ("dizzy spells"), hyperhidrosis ("sweating"), urinary tract infection ("urinary tract infection"), rhinorrhoea ("nasal discharge"), pain in jaw ("jaw pain"), neuralgia ("dental neuralgia"), muscle contracture ("contracture"), anaemia ("anemia") and rhinitis ("rhinitis") and was found to have blood pressure decreased ("fall in blood pressure"). The patient was treated with bilastine (inorial) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, myalgia, ligament pain, migraine, fatigue, blood pressure decreased, dizziness, hyperhidrosis, urinary tract infection, rhinorrhoea, pain in jaw, neuralgia, muscle contracture, anaemia and rhinitis outcome was unknown. The reporter considered abdominal pain, anaemia, blood pressure decreased, dizziness, fatigue, genital haemorrhage, hyperhidrosis, ligament pain, migraine, muscle contracture, myalgia, neuralgia, pain in jaw, rhinitis, rhinorrhoea and urinary tract infection to be related to essure. The reporter commented: mail from doctor on (B)(6) 2003: contact allergy to nickel. The first symptoms started about 6 months after the date of placement. Also hysterectomy and salpingectomy were scheduled for on (B)(6) 2017. Essure was removed on (B)(6) 2017. Mail from doctor on (B)(6) 2017: on third day, the nickel positivity was well confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2018: positive to cobalt and chromium. Further company follow-up with the regulatory authority, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history and historical drug updated; inorial was added as treatment drug; contracture, anemia and rhinitis were added as event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myalgia ("muscle pain in the hands, arms, shoulder, neck and lower limbs"), ligament pain ("ligament pain in the hands, arms, shoulder, neck and lower limbs"), migraine ("migraines"), fatigue ("fatigue"), dizziness ("dizzy spells"), hyperhidrosis ("sweating"), urinary tract infection ("urinary tract infection"), rhinorrhoea ("nasal discharge"), pain in jaw ("jaw pain") and neuralgia ("dental neuralgia") and was found to have blood pressure decreased ("fall in blood pressure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, genital haemorrhage, myalgia, ligament pain, migraine, fatigue, blood pressure decreased, dizziness, hyperhidrosis, urinary tract infection, rhinorrhoea, pain in jaw and neuralgia outcome was unknown. The reporter considered abdominal pain, blood pressure decreased, dizziness, fatigue, genital haemorrhage, hyperhidrosis, ligament pain, migraine, myalgia, neuralgia, pain in jaw, rhinorrhoea and urinary tract infection to be related to essure. The reporter commented: mail from doctor on (B)(6)2003: contact allergy to nickel. The first symptoms started about 6 months after the date of placement. Also hysterectomy and salpingectomy were scheduled for (B)(6)2017. Essure was removed on (B)(6)2017. Mail from doctor on (B)(6)2017: on third day, the nickel positivity was well confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2018: positive to cobalt and chromium. Further company follow-up with the regulatory authority, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: information received from an attorney via legal department. Reporter¿s and patient¿s details were updated. Essure was removed on (B)(6)2017. Mail from doctor on (B)(6)2003: contact allergy to nickel. Mail from doctor on (B)(6)2017: on third day, the nickel positivity was well confirmed. Allergy test on (B)(6)2018: positive to cobalt and chromium no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (reference number: r1706391) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myalgia ("muscle pain in the hands, arms, shoulder, neck and lower limbs"), ligament pain ("ligament pain in the hands, arms, shoulder, neck and lower limbs"), migraine ("migraines"), fatigue ("fatigue"), blood pressure decreased ("fall in blood pressure"), dizziness ("dizzy spells"), hyperhidrosis ("sweating"), urinary tract infection ("urinary tract infection"), rhinorrhoea ("nasal discharge"), pain in jaw ("jaw pain") and neuralgia ("dental neuralgia"). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, myalgia, ligament pain, migraine, fatigue, blood pressure decreased, dizziness, hyperhidrosis, urinary tract infection, rhinorrhoea, pain in jaw and neuralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, blood pressure decreased, dizziness, fatigue, genital haemorrhage, hyperhidrosis, ligament pain, migraine, myalgia, neuralgia, pain in jaw, rhinorrhoea and urinary tract infection with essure. The reporter commented: the first symptoms started about 6 months after the date of placement. Also hysterectomy and salpingectomy were scheduled for (B)(6) 2017. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding") amongst additional non-serious events. The first symptoms started about six months after essure placement. A hysterectomy and salpingectomy were scheduled. The reporter provided no assessment of the causal relationship between the events and essure. Both events are serious due to their medical importance and they are anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this present case, the consumer presented the events after essure insertion. Considering their nature and in lack of alternative explanation, causality of essure with abdominal pain and genital haemorrhage cannot be excluded. This case was regarded as incident, since a surgical intervention is planned. A product technical analysis has been requested. Further information cannot be requested.